Event description:
It was reported to philips that the frontal and lateral imaging processing computers failed to boot up. No patient or user harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use at the time of the reported event. A philips field service engineer (fse) inspected the system on-site and confirmed the problem with transferring patient images to the picture archiving and communication system (pacs) archive. The pacs is an archiving system outside of allura system and is provided by a third party. Upon troubleshooting, it was identified that radiation dose structured report (rdsr) reports were not being transmitted while sending the data due to a timeout problem between the allura system and the pacs server. Consequently, patient data accumulated and caused a "memory full" message. The fse worked with pacs server provider to reconfigure the pacs and rdsr network nodes for resolving the issue. Following this repair, the system was returned to use in good working order. Based on the information available, it is understood that the malfunction was with the pacs (third party system) and not with allura system. At the time this complaint was received, philips did not have enough information to exclude the potential for a philips system malfunction, and as such the complaint was reported. Since that time, it was identified that there was no malfunction with the allura system, and as such philips concludes that the complaint is not reportable.